Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, nausea and severe chills. The cause of the events was not reported. According to the reporter, peritonitis was suspected; however, this was not confirmed. It was not reported if the patient was hospitalized for the event. The day after the events onset, the patient was treated with amikacin injection (500mg, stat, intraperitoneal, discontinued on the same day) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued the next day) for suspected peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovered from the events. No additional information is available.